Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mx5301 and lot# 23039035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxguard pressure rated extension set with y-site(s) was occluded to due component issue. The following information was received by the initial reporter with the verbatim: customer stated that line does not flush due to blue internal piece inserted backwards, preventing the flow of fluids through the line. 10/26/2023 6:01. Item#mx5301. Lot#23039035.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.